Manufacturer narrative:
Concomitant medical products: tubing pack model opo71. Irrigation/aspiration handpiece. Phaco handpiece. Viscoelastic. And balance salt solution. Telephone: (B)(6). "Manufacturer" year 2015. The surgery center is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including labeling, complaint history, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported 7 patients were presented with corneal edema. A brief description from the surgery center indicated it was the surgeon¿s first time using the recently installed signature phacoemulsification unit. On (B)(6) 2018, the surgeon had performed nine cataract procedures. 7 out of 9 patients experienced corneal edema. Although, the surgeon settings were programmed during the recent installation of the unit, during the surgeries, the surgeon adjusted the surgeon settings to different parameters. The surgeon explained the parameters programmed during the procedures were settings that had already been used in other signature units without incidents of corneal edema. Although attempts were made for additional information, no additional information was provided. This is 1 of 7 reports.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Unique identifier (UDI#) is provided and UDI is entered in this follow up. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.